Event description:
It was reported by the patient's lawyer through a civil action summons that during an angioplasty procedure, the device allegedly failed. The pt was reported to have sustained injuries to their head, limbs, and body. No other information provided.